Event description:
It was reported while using bd ultra-fine pen needle the needles do not deliver the medication appropriately. There was no report of patient impact. The following information was provided by the initial reporter: customer complains that uses insulin needles and has to re-apply several times, because the liquid doesn't come out. They are clogged.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. A complaint lot history check was performed on lot # 0008839 for needle clog. This is the 1st. Related complaint for needle clog on lot # 0008839. A review of risk management document (B)(4), revision 03, indicates that the potential risk of this specific reported incident (pen needle: needle clog) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.